Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to the emergency room (ER) event on (B)(6) 2024, due to three infusion sets leakage. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with correction injection via multiple daily injection (mdi) and intravenous fluids of saline and insulin. All three infusion set was in use for 24 hours. And the patient got released on (B)(6)2024. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6006743 have already been previously tested in the (B)(4) on 20/mar/2025. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: the reference samples were visually inspected. The test result was within specifications. Visual test according to work instruction (wi) version 3 on reference samples, (B)(4) samples out (B)(4) samples passed the test. Device history record (DHR) review: the lot 6006743 was manufactured according to the wi version (B)(4) manufactured in the line 3, on 27/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 02/jun/2025 against malfunction code leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing) and lot 6006743 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, complaint confirmed as failure of the device, no other complaint received on the lot in question and malfunction code.

Event description:
To date no additional patient or event details have been received.